Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bwa1, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that there was symptom return. Amplitude was at 8.5 and there was reprogramming. It was unknown if the issue was resolved at the time of the report. It was noted that the device was explanted on the day of the report. The rep later reported that the symptoms resolved following battery replacement and lead exchange. It was noted that the patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor.